Event description:
On (B)(6) 2015, the reporter contacted animas, alleging there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/07/2015 with the following findings: the pump's black box showed evidence of a call service 064 alarm. The pump was exercised for 24 hours and the alarm was not duplicated. Unrelated to the initial allegation, the bolus button cover was detached/missing. The battery compartment was cracked below the bumper pad and along the side on the threads. The pump case removed and moisture damage was found near the motor flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.